Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 14. Details of surgery: nerve encroachment. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.